Manufacturer narrative:
The reported complaint was confirmed. Per the quality engineer from the manufacturer's subsidiary, the built-in lithium battery was replaced and he reset the biosa according to the service manual. The unit was working to manufacturer's specifications and will not be returned for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
This complaint was reported on a prototype device and is not intended for sale.

Event description:
Upon receipt of the device, the user reported multiple instances of the central control monitor (ccm) displaying a "disk boot failure" error message. There was no patient involvement.